Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced on (B)(4) 2015. No patient symptoms were reported.